Event description:
It was reported that the insulin pump alarmed button error when customer suspend the insulin pump. Customer's blood glucose was 52 mg/dl. Customer reported also that she had low blood glucose and treated the blood glucose with food. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests were not performed due to keypad anomaly. No button error alarms noted. The device had cracked reservoir tube lip and minor scratches on display window noted during visual inspection.